Manufacturer narrative:
(B)(4). Companion sample was evaluated. This complaint for connection issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter a connection issue during use. The nurse stated that the y were unable to tighten the minicap on the patient line of the cassette. The connection remained loose. There was patient involvement; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.